Manufacturer narrative:
Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. In the evaluation of olympus repair center the following was confirmed; the reported phenomenon which was that a scope communication error (b30) occurred was not reproduced. A scope communication error (e216) occurred when the bending section of the subject device was angulated. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the image sensor, defect of the circuit board inside the video connector or of the video system center connected to the subject device. If additional information becomes available, this report will be supplemented.

Event description:
A scope communication error (b30) occurred when the subject device was being used. There was no report of patient injury associated with this event.